Manufacturer narrative:
After battery installation unit gave an unexpected solid white blank display with unexpected horizontal lines on display due to cracked broken traces on the lcd glass between the lcd controller and the lcd image area. Unable to perform the self test, sleep current measurement, active current measurement, displacement test or verify missing segments or partial display due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump only lasted two days. The device had a display anomaly. There were two lines going down the screen. It would not let them see anything. The customer¿s blood glucose during the incident was unknown. Troubleshooting was performed. The device rattles when they shake it. Since the issue occurred they had to go through several battery changes. The insulin pump will be returned for analysis.